Event description:
It was reported that the patient presented with thoracic scoliosis and underwent a revision surgery including removal of hardware bilaterally t2-l1, exploration of the fusion t2-l1 and replacement of hardware with local bone graft. The previous fusion was confirmed to be solid. Per the operative notes, the patient "had a popping sound in her midthoracic region near a proximal cross-link." The popping was not responsive to conservative treatment. After confirming solid fusion, "there was some degree of a paucity of bone graft and indentation of the graft where the crosslinks were located" I then decorticated the fusion mass again in order to augment the fusion, particularly I the regions of the crosslinks. I used a total of 24 mg of rhbmp-2 and local autogenous bone graft to augment the fusion. There were no noted complications. 92 days post-op, the patient presented to the ER with progressive weakness, shortness of breath and dyspnea with exertion. The patient reported that she passed out at home and got incontinent of urine. She stated that she has decreased movement over the past couple of months. She has had some nausea with some cough, some diarrhea and chronic back pain secondary to scoliosis. The patient was discharged 6 days after being admitted with a diagnosis of acute hypoxic respiratory failure and acute pulmonary embolism and dvt. Allegedly, since receiving bmp, it is claimed that the patient developed an inability to sleep, walk, sit, lie, or stand for periods of time, and acute pain.

Event description:
At 41 days post-op, a scoliosis examination noted "bilateral posterior hardware fusion t2-t11." No evidence of complication. Mild levo scoliosis of the mid to upper thoracic spine. Stable interbody arthrodesis with bilateral posterior hardware fusion l5-s1.

Manufacturer narrative:
See also medwatch report #s. 1030489-2012-01752 and 1030489-2012-01753. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.